Event description:
Middle-aged female with history of cad (coronary artery disease) and CABG (coronary artery bypass graft). Procedure: diagnostic heart cath due to concern for unstable angina. While doing the procedure, the stopcock snapped off of the sheath side port when injecting the groin shot. Catheter was exchanged, no known harm to patient.